Event description:
A customer contacted baxter's technical service center to report that the homechoice overfills him. The pt reported feeling bloated, and the nurse requested a new device for the pt. The nurse did not know any of the patient's fill or drain volumes but said the pt felt very full. The nurse stated that the pt has not had any problems with the new homechoice machine. There was no pt injury or medical intervention.